Event description:
Device was being utilized for a venous thrombolysis. The catheter was advanced via the right groin across the bifurcation. The physician went to exchange the catheter and upon removal of the catheter, he noted the tip had separated. It was determined from fluoroscopy the catheter tip had floated up to the right atrium. The separated tip was subsequently retrieved.